Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2015. She also reported that the device alarmed no delivery and low reservoir. She was hospitalized for 3 days and was wearing the device at the time of admission. She stated that she thought the insulin pump was working after it had alarmed no delivery. She was treated with an insulin drip. The customer's blood glucose was between 300-500 mg/dl. She noted that her insertion site became sore and bloody. She declined to do the high pressure test. She was advised to change the entire set and treat per doctor's instruction. She was advised to call back for assistance if the high blood glucose persisted. She advised that when she had high blood glucose before, she changed her infusion set and found the cannula bent. She ended up in the hospital with high blood glucose due to stress. She stated that she did not think she received her basals due to the no delivery alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.